Manufacturer narrative:
Visual inspection of the device found the header was discolored. It appeared the device was exposed to something after explant, but prior to return that caused the discoloration. There was also a dent in the case and the battery was swelled. Destructive physical analysis found no internal short or dendrites. No anomaly was found that could have potentially caused the battery to swell. Additionally, a power supply was attached which verified the device was able to communicate. The measured battery voltage was 2.79 volts.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis following a patient death. Upon receipt, initial laboratory analysis determined that this device had no telemetry available. It was reported the patient expired due to a noncardiac related cause.